Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm occurred and an error code related to the potential failure of the oxygen blending module was found in the error log. The oxygen blending module board was replaced to address the issue.